Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal episode. A review of the device's data was performed. There were no stored episodes that corresponded with the patient symptoms. The device had been programmed to monitor only 6 months prior. The right atrial (ra) impedance measurement was out of range. No additional adverse patient effects were reported. The system remains in service.